Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture with asystole lasting less than two seconds. A new rv lead was implanted successfully. No additional adverse patient effects were reported.